Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 118 mg/dl. The customer stated that she wore the device on her bra which could have led to the button error alarm. The customer was warned not to wear the device against the skin to avoid future issues. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers noted. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted.